Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, ECG stress testing without duplicating the report. The device was recertified and returned to the customer. The accessories used at the time of the reported event were not returned for evaluation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached multifunction cable and electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.